Manufacturer narrative:
Since the device is not being returned, evaluation for a malfunction is not possible. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a nurse who contacted the company via a sales representative to report an adverse event and a product complaint, concerns an (B)(6) female patient of unknown origin. Medical history and concomitant medication were not reported. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) (humalog mix 25) on a cartridge, via a reusable pen (humapen savvio), 20 units each morning and 18 units each evening. Route of administration, indication for use and start date were not reported. Additionally, she received insulin lispro (rdna origin) (humalog) unspecified formulation (reported as syringe). Dosage regimen, route of administration, indication for use and start date were not reported. On an unspecified date, she was admitted to the hospital (unknown reason) as humapen savvio of insulin lispro protamine suspension 75%/insulin lispro 25% was not working. She was discharged on an unspecified date and her doctor sent her with a syringe of insulin lispro. Subsequently, she returned (to the hospital) unwell with a very low blood glucose levels (values not reported), and was admitted; the event was also considered serious as it was life-threatening. It was unknown if she administered either insulin lispro protamine suspension 75%/insulin lispro 25%, insulin lispro or both as the hospital staff did not realized the difference. Information regarding corrective treatments and discharge date was not reported. She recovered from the event. Insulin lispro protamine suspension 75%/insulin lispro 25% and insulin lispro treatment status was not reported. The operator of the humapen savvio and his/her training status were not reported. The general and suspect humapen savvio duration of use was not provided. The action taken with the humapen savvio was unknown. The humapen savvio was not being returned, thus an evaluation for a malfunction was not possible. The reporting nurse related the event to insulin lispro protamine suspension 75%/insulin lispro 25% and insulin lispro treatments and did not provide an assessment of relatedness between the event and humapen savvio. Edit 29jul2016. Case was opened to update the european/canadian device fields and enter the medwatch device fields for device mailing. No new information.

Manufacturer narrative:
No further follow up is planned. Evaluation summary: a nurse reported, on behalf of a female patient, the patient's humapen savvio device was not working. The patient experienced decreased blood glucose. The device was not returned to the manufacturer for investigation (batch unknown); therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
(B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a nurse who contacted the company via a sales representative to report an adverse event and a product complaint, concerns an (B)(6) female patient of unknown origin. Medical history and concomitant medication were not reported. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) (humalog mix 25) on a cartridge, via a reusable pen (humapen savvio), 20 units each morning and 18 units each evening. Route of administration, indication for use and start date were not reported. Additionally, she received insulin lispro (rdna origin) (humalog) unspecified formulation (reported as syringe). Dosage regimen, route of administration, indication for use and start date were not reported. On an unspecified date, she was admitted to the hospital (unknown reason) as humapen savvio of insulin lispro protamine suspension 75%/insulin lispro 25% was not working ((B)(4) lot unknown). She was discharged on an unspecified date and her doctor sent her with a syringe of insulin lispro. Subsequently, she returned (to the hospital) unwell with a very low blood glucose levels (values not reported), and was admitted; the event was also considered serious as it was life-threatening. It was unknown if she administered either insulin lispro protamine suspension 75%/insulin lispro 25%, insulin lispro or both as the hospital staff did not realized the difference. Information regarding corrective treatments and discharge date was not reported. She recovered from the event. Insulin lispro protamine suspension 75%/insulin lispro 25% and insulin lispro treatment status was not reported. The operator of the humapen savvio and his/her training status were not reported. The general and suspect humapen savvio duration of use was not provided. The device was not returned. The reporting nurse related the event to insulin lispro protamine suspension 75%/insulin lispro 25% and insulin lispro treatments and did not provide an assessment of relatedness between the event and humapen savvio. Edit 29jul2016. Case was opened to update the european/canadian device fields and enter the medwatch device fields for device mailing. No new information. Update 09-aug-2016: information regarding (B)(4) was received on 04-aug-2016. The pc was processed accordingly. Updated narrative with the pc number. Upon internal review, it was updated the outcome of the event of blood glucose decreased as it was mentioned in the report of 22-jul-2016, that the patient was recovered. The correct outcome was already mentioned in the narrative. Update 26sep2016: additional information received on 26sep2016 from the global product complaint database added the device specific safety summary; added the device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.